Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the cable was damaged, and that the motor speed was unstable. The plug harness and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: spain.

Event description:
It was reported that during on unknown time, the pistol of the unit was not working. Inconsistent speed was confirmed at final investigation. There was no patient impact. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.